Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; expiration date - unknown due to unknown lot number; UDI - unknown due to unknown lot number; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the angio-seal device anchor did not deploy correctly when deployed into the artery. Manual compression was applied to achieve hemostasis. The patient was reported to be fine and in stable condition. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on december 6, 2018. The type of procedure being performed was an arteriogram. The foot plate did not deploy to expose the string. A 6fr procedural sheath was used prior to use of the angio-seal. A pre-deployment angiogram was performed. When withdrawing, the product came out of the patient. There was minimal loss of blood.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.